Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. Analysis determined that the setscrew on the implantable neurostimulator (ins) was backed out beyond the point of being able to engage with the connector block. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer¿s representative (rep) repeating previously reported information. The rep also reported that they saw 50 ohms on c < 3 after replacing the ins, which contradicts previously reported information. The rep reported the healthcare provider decided to implant and it was unknown if the issue was resolved post operatively. The rep didn¿t need troubleshooting, they just wanted to know how to resolve the issue. Additional information was received on 2019-apr-16 from a healthcare provider (hcp) via a manufacturer¿s representative (rep) clarifying that the issue was resolved after the ins was replaced. The rep reported impedance testing was performed in recovery and everything was within normal limits. No further complications were reported.

Manufacturer narrative:
Device received, analysis not yet complete. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that there was a short circuit, under 50 ohms with every combination of the case and electrodes 3 through 0. This was discovered intraoperatively when testing impedance. During a full implant, the impedance was checked initially at an amplitude of 1.0v and pulse width (pw) of 210. Once the short circuits were discovered, they retested at an amplitude of 1.5v and pw of 330. The result was the same on all case and electrodes 3 through 0. The doctor removed and reinserted the lead after cleaning the electrodes. The location of the lead was checked and blue was seen all the way through the generator, event at the end of the battery. They then removed all lights so they were not shining on the patient, the amplitude was increased to 2.0v and pw of 330 produced the same result, short circuits. This was checked with the smart programmer/clinician app as well as the clinician programmer. A new generator was used, the impedance was tested again at 2.0v and pw 330. No issues were found and all impedance testing with the new battery was within normal limits. It was reported that the issue was resolved at the time of the report. No patient symptoms were reported. No further complications were reported or anticipated.